Event description:
It was reported by service report that the lifts were stuck in the raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler micro switch disconnected.